Event description:
It was reported there was a volume discrepancy; the actual residual volume (arv) was greater than the expected residual volume (erv). The patient's logs were checked and there had been no volume discrepancies in past refills. The arv was 11 ml and the erv was 7 ml. It was noted the patient's pump was not alarming. It was also reported the patient experienced "back pain and significant reflexes in his lower extremities, but not full blown withdrawal." The device system was used to deliver baclofen. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, lot# serial# (B)(4), implanted: (B)(6) 2003, explanted: product type catheter. Product ID 8627-18, lot# serial# (B)(4), implanted: (B)(6) 2003, explanted: product type pump. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the device (8637-40) ((B)(4)) found alarm anomaly and resonator anomaly due to manufacturing. Analysis found that the pump failed the alarm decibel test but passed all other testing in the lab. There were no dents in the top shield or any place else on the pump but when it was destructively analyzed cracks in the alarm resonator were found. These cracks were significant and resulted in the alarm not generating a level greater than 70 decibels. Because there is no physical damage to the outside of the pump, the resonator cracks are not believed to have been caused by the customer. Moisture seen in the pumphead was not significant as was the residue noted around the o-ring where gear 3 protrudes through the top plate. Also, the slight residue seen on the pinions of gears 1 and 2 were not significant.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.